Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was "gaining time." Tandem technical support reviewed pump data and confirmed issue. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported impact to blood glucose.